Event description:
A report was received that the patients lead had migrated. Undesired sensation was also noted. The patient underwent a lead replacement procedure and was doing well postoperatively.